Manufacturer narrative:
Two (2) photos were provided by the customer for investigation. One (1) photo shows a syringe, with liquid in it, with the needle inserted to a vial in a tray next to a blister pack in a blue tray. The blister pack shows the top web printing which provides the material number and description of the needle being used. The second (2nd) photo shows a closer view of the syringe and it can be seen that there is a red piece of foreign matter in the syringe. Based on the photo provided it cannot be determined what material the foreign matter is composed of. Additionally, one (1) sample was received from the customer for investigation along with the vial the drug was in. The sample was visually examined using unaided vision. There is piece of foreign matter in the syringe which appears orange in color. The drug was carefully put back in the vial while keeping the foreign matter in the syringe. The foreign matter was then removed from the syringe and compared to the vial stopper and was visually found to be a match to the stopper. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not reported. Based on the sample analysis bd acknowledges that the foreign matter in the syringe is part of the rubber vial stopper. Bd acknowledges that the foreign matter in the returned sample was visually identified as part of the vial stopper. However, as the batch number for this lot was not reported it cannot be determined if this occurrence is an isolated occurrence or if there is a trend associated with the batch. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that during use of the bd¿ blunt fill needle there was an issue with foreign matter coring. The following information was provided by the initial reporter: while using bd blunt needle to access hydrocortisone vial, noticed a piece of rubber from the top of the via within the reconstituted fluid. Put to the side and new equipment and medication obtained.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd¿ blunt fill needle there was an issue with foreign matter coring. The following information was provided by the initial reporter: while using bd blunt needle to access hydrocortisone vial, noticed a piece of rubber from the top of the via within the reconstituted fluid. Put to the side and new equipment and medication obtained.